Event description:
On february 16. 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated and based on review of the data and the examples provided, there is no indication of an issue with the system. Overall, bg values meet the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. User was encouraged to call back if there were any other issues or questions. Per dms review, the user is currently using the system with up to date information.